Manufacturer narrative:
Concomitant medical products: sigpshell sig power sigpshell control shell lot/serial #:unknown; sigadaptstnd sig power sigadaptstnd linear adapter lot/serial #:unknown; unknown egia su unknown endo gia sulu lot/serial #:unknown; evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. During functional testing, it was determined that one of the switches that are responsible for jaw movement had failed. A review of the system logs showed no response from the open key being pressed and released. It was reported that the device was unable to perform the open/close test prior to use. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during laparoscopic colectomy, when the cartridge was connected, when checking the device prior to use, the jaws were able to be closed but were unable to be opened. Another handle was used to resolve the issue in order to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident found that the reported condition of unable to perform clamp test was confirmed.